Event description:
It was reported that the patient had a pocket infection less than one month after the implant of the implantable pulse generator (ipg) system. The patient was treated with antibiotics and the ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: rvdr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).